Event description:
It was reported that an occlusion alarm occurred. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified this device has not been in for service in the previous 12 months. Review of the event history log identified a "high pressure" alarm was recorded in the event log multiple times but was no duplicated. The customer problem was not confirmed. There was no device issue as the device was within the product specifications. The device was returned to the customer with no repair provided to it.